Manufacturer narrative:
Concomitant medical products: cefalexin 500mg ¿ 01 pill per oral, 6/6h for 10 days. Lisador ¿ 45 drops per oral, 6/6h for 7 days. Nimesulid 100 mg ¿ 01 pill 12/12h for 5 days. [Unreadable] ¿ 01 pill per oral, 12/12h for 10 days. Targifor ¿ 01 pill per oral in the morning for 30 days. [Unreadable] ¿ apply 01x/day on site. Paco ¿ 01 pill 8/8h if strong pain. Health effect - impact code continued: f2203 - imaging required. Visual analysis: visual analysis of the photographs identified: pain-ndr: unable to confirm as it is a medical event not related to the device. Edema: unable to confirm as it is a medical event not related to the device. Deformation: unable to confirm as it is a medical event not related to the device. Malposition: unable to confirm as it is a medical event not related to the device. Infection: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition, pain, deformation, edema, crease/folding of implant, nipple discharge, infection (late onset), seroma-late, anxiety-product/procedure.

Event description:
Patient reported right side ¿malposition, pain, deformation, edema, crease/folding of implant, nipple discharge, infection (late onset), seroma-late, and anxiety." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side ¿malposition, pain, deformation, edema, crease/folding of implant, nipple discharge, infection (late onset), seroma-late, and anxiety." Device has been explanted and replaced with non-allergan device.